Manufacturer narrative:
Manufacturer's investigation conclusion: elevated power events, speed changes, and driveline faults were confirmed in the evaluation of the submitted log files; however, a specific cause for the events cannot be determined through this evaluation. The first two submitted log files contained overlapping data from (B)(6) 2020 04:42:16 through (B)(6) 2020 05:48:09. The files captured the pump operating at a fixed speed of 9000 rpm with a low speed limit of 8600 rpm. Motor power, estimated flow and average pi typically ranged from 5.0-20.7 watts, 4.6-12.0 lpm, and 2.3-9.4, respectively. Intermittent strings of elevated power/flow events were captured throughout the duration of the file, with power as high as 20.7 watts. Two low speed advisories were also captured during these events, with speeds as low as 4380 rpm. A string of driveline faults was captured on (B)(6) 2020 05:08-18. Prior to and after these events, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the changes in pump parameters could not be conclusively determined through this evaluation. The remaining two log files captured the pump operating as intended after the controller exchange. The pump operated at the set speed for the duration of the file, and no atypical events were captured. The patient had a controller exchange as recommended by technical services in an effort to resolve the alarms they were experiencing. The controller exchange was completed, and the patient had not experienced any further alarms. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) . No product is available for investigation. Pump parameters, including speed, power, and flow, are detailed in the introduction section of the hmii IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted, is that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. The alarms and troubleshooting section of the hmii IFU gives an in-depth overview of all alarms, how they are triggered, and how to respond to an alarm(s). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26feb2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that thrombus was never confirmed. The patient improved with the system controller change out. There were no changes to the patient's condition or anticoagulation status that may have contributed. An x-ray of the patient's driveline was done.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that technical services reviewed the log file, which captured elevated powers greater than 10 watts on (B)(6) 2020 and continued intermittently for the remainder of the log file with powers noted as high as 20 watts. Additionally, there were yellow wrench/replace controller events. This could have been due to sometimes when pump powers are elevated in the 20w range the controller will alarm to replace the controller. These replace controller alarms resolved once the pump power was back at a more baseline number. There were also a couple low speed advisories events noted on (B)(6) 2020 with speed as low as 4380 rpm, which may have been caused by something passing through the pump. Another log file was sent that contained driveline faults and replace system controller alarms. The patient has an over sewn valve and there was a concern that this is potential thrombus based on the log file. The controller was exchanged on (B)(6) 2020 after controller and driveline fault alarms. Technical services reviewed the log file and found a single unsustained power/flow elevation on (B)(6) 2020. Manufacturer report number of controller: 2916596-2020-05245.